Event description:
Right tha (total hip arthroplasty) pain. History: four years status post right tha which is metal on metal and 2-3 years status post left tha. She states that the right hip is worse than the left. She has a metal on metal asr hip on the right side. Her cobalt and chromium levels are elevated. Right hip MRI shows a periarticular fluid collection overlying the greater trochanter.